Event description:
Healthcare professional reported "capsular contracture, baker grade IV" against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with abbvie¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, observed split in patch area (ss), it is out of specification per (B)(4) this finding is not related with the reported event. A review of the current risk documents was performed and the event of split in patch is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. During the trend review of all split in patch complaints for gel breast implants for the period of (B)(6) 2020 through (B)(6) 2022, was noted an outlier in (B)(6) 2020. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the split in patch event, so, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "capsular contracture, baker grade IV" against left device. The device has been explanted.

Event description:
Healthcare professional reported "capsular contracture, baker grade IV" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, crease fold, white particles on the shell, and device appearance (observed split in patch area (ss), it is out of specification per qa199.04 was identified which is characterized as a workmanship, however this workmanship is not relationship with the complaint). After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: split in patch area, assessed as a workmanship, however this workmanship is not relationship with the complaint.